Event description:
It was reported that this right ventricular (rv) lead had performed the heart and was no longer capturing the patient. A revision procedure is being scheduled but for now the rv lead remains in service. No additional adverse patient effects were reported. This event will be updated should a revision procedure be performed.

Event description:
It was reported that this right ventricular (rv) lead had performed the heart and was no longer capturing the patient. The perforation was confirmed via a computerized tomography scan. A revision procedure is being scheduled but for now the rv lead remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was explanted and replaced. The physician observed that the helix would not retract properly during removal. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection noted the helix was extended and dried body fluid and blood was noted in the helix housing. Induced electrocautery marks were observed on the outer insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed the helix allegation but was unable to confirm the other reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had performed the heart and was no longer capturing the patient. The perforation was confirmed via a computerized tomography scan. A revision procedure is being scheduled but for now the rv lead remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was explanted and replaced. The physician observed that the helix would not retract properly during removal. No additional adverse patient effects were reported.